Manufacturer narrative:
A ge representative evaluated the system and repaired the chassis ground connection. System operates as intended.

Event description:
Customer reported the system would not power up. No patient injury was reported.